Manufacturer narrative:
The pump was unable to prime during the prime/compromised force sensor test due to a faulty force sensor resistor (gold). The pump passed the rewind, basic occlusion, and displacement tested. There was no motor error alarm noted. The motor passed the motor test. It was noted that the pump was received with a cracked reservoir tube lip and minor scratches on the display window.(B)(4)

Event description:
The customer's father reported via phone call that the customer keeps receiving a motor error alarm on the insulin pump. Customer's blood glucose was in the low 200's mg/dl. Customer's father was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Caller stated that they are able to complete the rewind sequence. Caller was advised that the pump will need to be replaced. Caller was also advised to discontinue use of the pump and revert to a back-up plan.